Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the occlusion adjustment knop cap was loose. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.